Manufacturer narrative:
A4: added patient's weight and dob e1: added reporter name the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32190. It was reported a cerebrospinal fluid (csf) leak occurred during a procedure to place 2 scs trial leads. The physician opted to abandon the procedure.